Event description:
It was reported to boston scientific corporation in 2008, that a corflo-dual gastrostomy tube kit was used during a reg procedure performed in the same month. According to the complainant, the balloon was noted to be outside the pt right after placement. The balloon was also noted to be ruptured. There was no pt complications reported as a result of the event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been rec'd. The device evaluation has not been performed; the cause of the reported malfunction is undermined.